Event description:
It was reported that the customer dropped the pump, leading to a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump but to call back if any malfunction code reappears, and the customer acknowledged and understood these instructions.